Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: difficulty in removal of device, requiring medical intervention to prevent permanent impairment/damage. Device issue; difficulty removing from pt. It was reported that the tornus support catheter was being used to treat a chronically totally occluded (cto) lesion in the mid right coronary artery (rca). The tornus support catheter and the guiding catheter became stuck in the cto lesion, and the tornus braiding became unraveled. The two devices could not be removed from the pt's anatomy and the pt was sent to surgery. During the surgery, the tornus was successfully removed and CABG was performed. No add'l event or pt info is available.

Manufacturer narrative:
Results & conclusion summation: from the provided info, it could be presumed that excessive torque manipulation probably was applied to the device causing it to get stuck which could have been the result of the damage of the device. This damage might have contributed to the difficulty of the removal of the device. The IFU states, "if any resistance or something abnormal is felt when operating this prod, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. If there are complications as a result of the removal of the entire sys, stop immediately the percutaneous transluminal coronary angioplasty (ptca), and perform appropriate treatment at the discretion of the physician. (Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, and damage the blood vessel)." Based on the IFU statement , the complaint was a foreseeable event.